Event description:
It was reported that on (B)(6) 2024 around 7:08am during the infusion there was an error 222.4050.0 and 222.4050.5 (air in line error). There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module displayed error code 222.4050.0 and 222.4050.5 was confirmed during a review of the pcu log, however the issue was not replicated during laboratory testing. The logic board, air in line (ail) board and the motor control board were all inspected for fluid residue using a dchu digital microscope. No evidence of fluid residue was identified on any of the boards inspected. Laboratory testing performed on the source device confirmed the pump module ail assembly is within specification and operating as intended. A review of the system error logs confirmed error code 222.4050.0 and 222.4050.5 (log only) occurring at 7:08 am on december 8. At 7:24 am, error code 222.4050.0 and two (2) instances of error 222.4050.5 (log only) were recorded. An error code 222.4050 is defined as a subsystem (222): spr_crosscheck_ss, failure code (4050): ail_check_failure the log analysis begins on december 07, 2024, at 6:18 pm, when the last infusion before the error 222.4050 recorded was performed with a rate of 21.4583ml/h and a volume to be infused (vtbi) of 515ml. At 6:18 am an infusion was programmed with a rate of 21.4583ml/h and a vtbi of 515ml. On december 08 at 1:06 am the infusion was stopped by an air in line (ail) alarm, then, was restarted x three (3) times. At 1:06 am the infusion was stopped by an air in line (ail) alarm, then, was restarted x fourteen (14) times. At 7:08 am a pump channel malfunction (error 222.4050) was recorded. At 7:10 am the pump was programmed with a rate of 21.4583ml/h and a vtbi of 245.795ml. At 7:24 am a pump channel malfunction (error 222.4050) was recorded. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper screw torquing and testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that the error 222.4050.0 and 222.4050.5 was not identified during the investigation. Device testing was unable to replicate the events and the air in line assembly was detecting air within specification.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024 around 7:08am during the infusion there was an error 222.4050.0 and 222.4050.5 (air in line error). There was patient involvement, but the outcome is unknown.